Manufacturer narrative:
Therapy dates: (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flow issue with a secondary medication set. This occurred during infusion. The reporter stated that the secondary tubing was "not working for medication infusions." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.